Event description:
It was reported to medtronic minimed that the customer reported the insulin pump has a crack on the pump and gets unexplained no-delivery alarms. Troubleshooting was not performed the customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kpk, mmt-243a. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported an insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return was required for mmt-332a. No product return was required for mmt-1780kpk. No product return was required for mmt-243a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thus software. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 05/31/2024 at 18:33:55.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within/not within spec (23.1mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, cracked case, cracked end cap, and corroded battery tube. Alleged insulin flow block alarms not confirmed during testing. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, cracked case, and cracked end cap was noted. The pump did not meet specification due to a corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.